Event description:
During the procedure the gdc 10-standard synerg detection circuit was placed as the 5th or 6th coil in the aneurysm. Position was not satisfactory and it was decided to withdraw the coil. On withdrawal through the microcatheter the coil stretched to the pt's groin. It may have become looped into a previously placed coil. At all times the stretched coil was inside the microcatheter. Eventually the coil snapped and the remainder segment was left inside the pt with no clinical sequelae. The procedure was completed with another device.